Event description:
Per independent repair center statement, the unit has low o2 or yellow light. The key failure is the 4 way valve leaks. Additional malfunctions are the sieve beds are saturated, the pm kit is dirty, and the valve operator, zip ties, and clamps leak.